Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The dates entered in section 1.2 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a high reading from their abbott diabetes care device. The customer did not notice a trend arrow on the device. The customer reported a high reading of 27.80 mmol/l compared to a laboratory reading of 12.0 mmol/l. The customer reported length of device wear was unknown. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.